Event description:
It was reported that the patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and post procedure the bwi product analysis lab identified a separation between pebax and electrode section. During the procedure, there was a problem with the force of the catheter. A second device was used to complete the operation. There was no adverse event reported on patient.

Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and force test of the returned device were performed following j&j medtech procedures. Visual analysis revealed reddish material in the tip of the device. Further examination under microscopic imaging, a separation between pebax and electrode section was found, and the reddish material inside it. The device was connected to the carto 3 system and the device was recognized and visualized correctly; however error 106 displayed on screen due to an open circuit at the tip area. Additionally, the device was dissected at the peek housing section and insufficient adhesive application on the wires was observed. This failure mode could be related to the open circuit observed during the analysis; however, this cannot be conclusively determined. A manufacturing record evaluation 31397893l was performed for the finished device batch number, and no internal actions were identified. The force issue reported by the customer was confirmed. The root cause of the open circuit and insufficient adhesive issues was traced to the manufacturing process. The root cause of the pebax separation could be traced to the manufacturing process. The pebax damage is unrelated to the issue reported by the customer. The carto® 3 system instructions for use (IFU) contain the following information: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. The instructions for use (IFU) contain the following recommendations: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. A significant change in the baseline reading after cleaning might indicate a damaged contact force sensor. Make sure the irrigation holes are not plugged prior to reinsertion. In addition, in order to prevent damage to the catheter tip, verify compatibility between the sheath and catheter, advance the catheter through the sheath prior to insertion. Any sheath < 8.5 f is contraindicated. This product issue will be addressed through johnson & johnson medtech (j&j medtech) quality system. A corrective and preventive actions (CAPA) are being implemented to introduce optimization actions to reduce force sensor adhesive issues and in the force sensor sleeve isolation to prevent fluids to get into the device. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).